Event description:
It was reported to philips that the system would not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this record and determined there was no occurrence of a start-up issue. Investigation clarified that this case was opened to process a request for spare parts related to a previously reported system boot issue (3003768277-2023-05055). There was no new occurrence of the system not booting up. At the time this record was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the record was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The reported boot up issue has already been addressed in reported complaint 3003768277-2023-05055. Based on the investigation results, philips concluded that the record is not reportable. The codes were updated based on the investigation outcome.